Event description:
Pt admitted to hosp three weeks after their last prosorba column treatment with symptoms of fever, chills, "mild upper respiratory tract-type symptoms" and decreased appetite. They were found to have an increased wbc count and anemia. Hosp discharge summary described their condition as a "bronchitis-type picture" with possible ra exacerbation. They were treated with antibiotics, transfused and given pain medication and referred back their internist for f/u and possible gi workup.